Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the hospital wireless system went down for over two hours. The wireless system was in use during patient monitoring at the time of the reported problem. There was no report of patient injury or harm.